Event description:
It was reported that this electrode was explanted due to an unknown product performance anomaly. This electrode was successfully replaced. No additional adverse patient effects were reported. This product has not been returned.

Event description:
It was reported that this electrode was explanted due to an unknown product performance anomaly. This electrode was successfully replaced. No additional adverse patient effects were reported. This product has not been returned.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly found no anomalies. Visual inspection noted one bubble without a crack in the area next to the proximal electrode cable, a bend was observed at approximately 40mm from the terminal end and the proximal end of the shocking coil was noted to be stretched. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, the conclusion code no problem detected was selected.